Event description:
It was reported that the pump battery was rapidly depleting. Customer reset pump; however, customer declined to complete troubleshooting with tandem technical support. Customer continued to use pump for insulin therapy. Customer's blood glucose was 123 mg/dl.